Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2022, (B)(6) underwent placement of an implanted port catheter ("device"). The device was implanted by (B)(6), for the purpose of providing chemotherapy. On or about (B)(6) 2022, (B)(6) went to (B)(6) hospital for due to persistent pain and tenderness associated with the device. (B)(6) experienced lancinating pain radiating up into her neck and down into her right breast. A blood culture revealed (B)(6) suffered from a catheter-related bloodstream infection. (B)(6) was diagnosed with sepsis and the device was scheduled to be removed. On or about (B)(6) 2022, (B)(6) went to (B)(6) hospital for port removal surgery. The device was surgically removed, and the device's catheter tip was cultured. The culture confirmed the pre-operative diagnosis of catheter-related bloodstream infection and sepsis. On or about (B)(6) 2022, (B)(6) tragically succumbed to septic shock and mssa bacteremia, directly resulting from the defective implanted port catheter.

Manufacturer narrative:
The customer's reported complaint description of patient sepsis infection cannot be confirmed due to the patient centric nature of the serious adverse event (sae). No port or catheter tubing product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue, just patient sae of infection and subsequent expiration. Infection is cautioned in angiodynamics' port dfu (e.g. Smartport) as potential complication for an implanted port system. No device history record (DHR) review could be performed since there was no reported lot number and the device packaged good item number and brand of port are also unknown. There was no information provided to confirm the device in question was an angiodynamics' port. This is supported by ship history report (shr) for the reported customer facility (south texas surgical hospital); 5-year search shows they were not shipped any angiodynamics port device packaged good upn. Labeling review: n/a - review of device directions for use cannot be performed since packaged good item number and brand of port are unknown. Infection is cautioned in the angiodynamics' directions for use (dfu, e.g. Smartport) as potential complication for an implanted port system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).